Event description:
It was reported that the battery voltage of the device is already low with output use near nominal type parameters. The device is still in use. It was further reported that the right ventricular lead had a spike of high impedance and has stayed there. Physician suspects a connector issue or a lead fracture. An xray of the header connection was taken and seems consistent with a lead not fully inserted. The venogram revealed some occlusion and the patient was referred to an extraction center for the procedure. Further follow up attempts were unsuccessful and records indicate that the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The battery voltage was determined to be pre/approaching eri (elective replacement indicator) status. The weekly trend in save-to-disk data shows minimum battery voltage = 3.2 to 3.03 volts between (B)(6) 2009 and (B)(6) 2011 and is before device recommended-replacement-time (rrt)<= 2.62 volts. High battery resistance/impedance was also indicated, and two patient alerts for out-of-tolerance subthreshold lead impedance were triggered, on (B)(6) 2009 and (B)(6) 2011. Weekly high-voltage lead impedance trend data shows high impedance for minimum and maximum defibrillation and svc defibrillation between (B)(6) 2009 and (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the battery voltage of the device is already low with output use near nominal type parameters. The device is still in use. It was further reported that the right ventricular lead had a spike of high impedance and has stayed there. Physician suspects a connector issue or a lead fracture. An xray of the header connection was taken and seems consistent with a lead not fully inserted. The xray revealed some occlusion and the patient was referred to an extraction center for the procedure. Further follow up attempts were unsuccessful and records indicate that the lead remains in use. No patient complications have been reported as a result of this event.